Manufacturer narrative:
The results of the investigation are inconclusive since neither the device nor logs were returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported the patient's ipg has reached its end of service. Surgical intervention took place wherein the ipg was explanted and replaced to address the issue.